Manufacturer narrative:
The customer's report of leakage was confirmed. Visual inspection of one of the samples identified an oval smarlsite with the blue piston protruding out of the white plastic fla. A visual inspection of the second 20051e sample did not identify any product defects or manufacturing issues which could have caused or contributed to the customer's experience. During functional testing leakage was observed from the oval smartsite. Pressure testing did not identify any leakage from any point of the line. The root cause of this issue is exposure of the smartsite® to an external heat source that brings the component temperature above 60°c. A review of the manufacturing process, storage conditions, and sterilization process has not found a potential root cause for this level of excess heat.

Event description:
The reported feedback suggests that a leak occurred from the smartsite during clinical use. From the reported information, there are no indications of serious injury to the patient or user as a result of this incident. No additional information provided.